Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor found white foreign material on the tip of the swg (spring wire guide). The device was replaced.

Event description:
The customer reports that the doctor found white foreign material on the tip of the swg (spring wire guide). The device was replaced.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The photos displayed a foreign material at the tip of the guide wire. The customer also returned one guide wire and 2-lumen catheter for evaluation. The guide wire was returned advanced through the catheter and contained significant signs of use. Visual examination of the guide wire and catheter did not reveal any defects or anomalies. No foreign materials were detected. The guide wire was able to fully advance through the returned catheter with minimal resistance. The catheter was flushed using a lab inventory syringe. No blockages or foreign materials were identified. A device history record review was performed with no relevant findings. The customer report of a foreign material was confirmed by visual examination of the customer-supplied photos. However, a full complaint investigation could not be performed as the foreign material observed in the photo was not present on the sample returned for evaluation. No foreign material or anomalies were observed with the returned catheter and guide wire. Without the foreign material to evaluate, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.